Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the lower left and right corner of the display had a crack. Customer also reported the reservoir window was cracked. It was also reported button operation was not possible on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.